Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer was experiencing issues with her sensor and was currently hospitalized. Her blood glucose was 490 mg/dl. The customer treated for her high blood glucose. She was advised to wait until she was stable to calibrate her sensors. While in the hospital, she is using the pump. The customer declined high blood glucose troubleshooting. The pump and sensor will not be returning for analysis.